Manufacturer narrative:
Recharger model 37651, serial # (B)(4); programmer model 37642, serial # (B)(4); extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2010, explanted: na; lead model 3387s-40, lot # v268107, implanted: (B)(6) 2010, explanted: na; programmer model 7438, serial # (B)(4); lead model 3387s-40, lot # v239714, implanted: (B)(6) 2009, explanted: na; extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: na; ins model 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: na.

Event description:
The patient had the lead revision due to sub-optimal lead placement from the initial surgeon. The lead was completely replaced during the revision. The patient was doing fine now.

Event description:
It was reported that during a lead revision in (B)(6) 2011, one of the leads was cut just distal to the lead/extension connection and the distal portion was left in the body. Following a lead revision, the patient experienced a loss of therapeutic effect from their implanted neurostimulator. Impedances were checked and came back normal for electrodes 0 thru 3 and 8 thru 11. Combination 2-3 was low at 61 ohms. Additional information reported indicated that the correct electrode configuration was 4-7 and that the patient was reprogrammed. It was also found that the extensions were put in the adaptor "backwards." Additional information has been requested, but was not available as of the date of this report.